Manufacturer narrative:
Investigation summary: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter on the IV cannula with the incident lot was observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. The root cause of the foreign matter on the IV cannula is IV shields chipping hubs when placed on the hub at the IV shielder machine due to front guide plate at this machine being out of alignment. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was white foreign matter found on the needle."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was white foreign matter found on the needle."

Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter on the IV cannula with the incident lot was observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. The root cause of the foreign matter on the IV cannula is IV shields chipping hubs when placed on the hub at the IV shielder machine due to front guide plate at this machine being out of alignment. Awareness of this complaint has been created within quality, engineering and operations departments. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.